Event description:
A customer reported receiving a system message during a procedure. The case was completed with no impact to the patient. Add'l info was received from the biomedical engineer reporting the event occurred at the end of the case. The system was switched out and the procedure was completed.

Manufacturer narrative:
A company service rep examined the system and observed the reported system message. The 57 psi regulator was replaced and the problem seemed to resolve. The latch seal was also replaced and the software version updated. The system was then tested and met all product specifications. (B)(4).